Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which verified the presence of an inner piece from another set, the inner piece was broken and created an interference with the closure function of y-site. The gland component on the y-site was on active position, therefore the y-site was leaking on the connection port. Clear passage and pressure testing were performed and failed. After the "inner piece" was removed from the y-site, it was noticed the y-site performed according to the intended use, the reported issue was verified. The condition noticed is a non-manufacturing related issue, but the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve was missing from a clearlink system non-dehp extension set which resulted in blood leaking from the side of the port. When the cap was removed, a hole in the ¿flange¿ of the extension tubing was noted. The amount of blood loss was unknown; however, there was no patient injury or medical intervention associated with this event. No additional information is available.